Event description:
Over the past month, we have encountered this issue in two separate patients. In both cases, the system allowed cerebrospinal fluid drainage beyond the burette 30 cc limit, with fluid continuing into the air release mechanism. This appears to defeat the intended volume-limiting function of the device and raises concern for unintended overdrainage as well as device integrity and reliability.